Event description:
Per the clinic, the patient developed chronic granulation and infection at the implant site. The site was treated with silver nitrate (date not reported) and multiple courses of oral antibiotics (dates and durations not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.